Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 615 mg/dl and a high ketone level identified as dangerous by healthcare professional. Bg was treated via intravenous insulin and saline. Reportedly, the customer left the ER 6 hours later with the issue resolved and no permanent damage. The customer alleged the pump was not delivering insulin as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.